Event description:
Rod dislodged from inferior screw seat causing plug in the inferior screw to torque to the bottom of the tulip head. Plug was sitting directly on the top of the tulip head. Plug removal delayed surgery an hour, rod was retrieved and screw removed. Rod was replaced into the screw heads, new plugs were inserted and final tightening secured. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional parts involved in incidentcatalog no. Lot no. Description mfg. Date2000-1005 700110 hf plug 5.5 01/26/2009 dhrs were reviewed and no anomalies were identified during the manufacturing process.